Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited insulation damage, crosstalk, noise and oversensing. In addition, the right ventricular (rv) lead had suspected insulation damage. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.